Manufacturer narrative:
A spacelabs healthcare technical support representative walked the user through restarting xhibit central station. Once the system was restarted, the customer confirmed the issue was resolved. Although restarting the xhibit central station resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported that while monitoring patients at a xhibit central station all monitoring was lost and replaced with screensavers. There was no patient or user death, or injury associated with the event.